Manufacturer narrative:
Concomitant medial products: e2dr31 ipg implanted: (B)(6) 2006; ddbb1d1 ICD implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered an alert for low bipolar lead impedance. In addition, the lead showed episodes of atrial fibrillation (af) that were likely lead noise. Insulation damage was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.